Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen appeared to be distorted with lines across the screen possibly caused by missing pixels. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.